Event description:
A caller reported a cartridge alarm 30 occurring during the load process after a pump reset. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load the original cartridge and resume insulin therapy, resolving the issue.